Event description:
It was reported that the patient experienced hemoptysis during the implant procedure, prior to cardiomems delivery catheter insertion. After right heart catheterization measurements were taken a .018 cook roadrunner guidewire was inserted into the pulmonary wedge catheter and advanced into the left pulmonary artery. The catheter was then exchanged for a diagnostic catheter and the guidewire was replaced for another (B)(6) wire. The wire and diagnostic catheter were advanced into the left lower pulmonary artery for an angiogram. Following the angiogram and during repositioning of the catheter, the patient began to cough. Some hemoptysis was noted by the nurse causing a temporary halt for evaluation per the physician. The patient remained stable, and the hemoptysis resolved without intervention. The physician decided to complete the procedure. Another wire was placed and the cardiomems delivery system was prepped, advanced, and released. The sensor was calibrated, and the patient was transferred to recovery. A chest x-ray was performed and noted to be clear. As a precaution, the physician extended the patient¿s recovery time by two hours for observation before discharge. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).